Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the fenestrated bipolar forceps instrument shaft broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was broken at the proximal clevis to main tube interface. The clevis was dislodged from the main tube as a result. The main tube had some missing pieces. Engineering concluded that the damage was likely due to overloading at the tip or other type of mishandling. Engineering also found a deep scratch on the main tube at the distal end exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.